Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Reportedly, customer replaced the infusion set supplies to resolve the issue and resume insulin therapy. Customer's blood glucose level was 301 mg/dl.